Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) left cylinder. A revision surgery was performed in which cylinders and pump were removed and replaced and a new reservoir implanted. During the procedure, a hole was identified in the left cylinder causing a leak. The patient did not experience any further complications.